Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving bupivacaine (8 mg/ml at 1.93 mg/day), clonidine (60 mcg/ml at 14.5 mcg/day), and morphine (unknown) (20 mg/ml at 4.84 mg/day) via an implantable pump for non-malignant pain. It was reported that the patient's pump was replaced due to normal end of life in may. It was noted that the patient was not doing well with the new pump. The patient was having good days and bad days. It was noted that every other day the patient was having withdrawal symptoms or overdose symptoms. It was also reported that the patient had a personal therapy manager (ptm) with a bolus dose of 0.2mg every 4 hours and could get up to 6 boluses a day. It was noted that they had changed the patient's medications and had done a dye study that was normal. The physician decided to replace the pump today. The rep interrogated the pump and logs were normal. There was nothing in the pump pocket that would indicate that there was a problem. It was noted the pump was going to be sent back for testing. The patient's weight was asked and unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported they were unsure when the patient first was observed not doing well with the pump or if the issue was resolved or what other actions or interventions were or will be taken to resolve the issue.

Manufacturer narrative:
H3 ¿ analysis of the pump found no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.